Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. Additionally, the instrument was found to have corrosion on one or more clamping pulleys in the backend.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the large hem-o-lok clip applier would not apply clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use, and there was no damage or anything out of the ordinary. The incident with the clip applier did not occur while loading clip onto clip applier (prior to being inserted into patient) nor prior to clip application (instrument in patient). The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The customer was using the large (purple) hem-o-lok polymer clip. In addition, the vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (10 mm for medium-large clip applier, 13mm for large clip applier). It was unknown how many times the subject clip applier had been used during the case when the incident occurred. Furthermore, the issue was resolved using a back-up clip applier.